Event description:
The customer called for help with his contour meter. While troubleshooting, he performed control tests and received results of "lo" and 10 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The customer's test strips were returned for eval. Replacement test strips were sent to the customer.